Event description:
Boston scientific-target was notified that while injecting pva through the fastracker-18 infusion catheter, it blew out at the point of the transition. The patient was reported to be in fine condition.